Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204, service code 107 has been confirmed. Upon investigation the monitor was able to pass all testing and was able to communicate with an electrode belt. The flag files, however, show many can comm flags that indicate that the monitor was not communicating with the electrode belt properly in the field as well as frequent abnormal shutdown (code 107) flags. Upon investigation, contamination was found on components j1001, j502, u201, u1005, and t1 on the c/a board and components c19, c20, r107, and d4 on the defibrillator board. The cause for service code 107 was the contamination on components j502, u201, u1005, t1, c19, c20, r107, and d4. The cause for service code 204 was the contamination on component j1001. The root cause for the contamination could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor and reported that the monitor was displaying a service code 204 (belt unusable) and service code 107 (abnormal shutdowns).